Event description:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error. Sections updated: b4, b5, g3, g6, h2, h11.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision 5 months post implantation due to unknown reasons. There is no additional information available at the time of this report.